Event description:
It was reported that "we were doing a standard fusion. We were about ready to place our second rod when dr asked if the tulip head was supposed to slide free up and down the shaft of the screw. I stated it was not. I suggested we remove that screw and replace it with a new one. Upon observation the tulip head was completely separated."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.